Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Note that the source of the complaint is a litigation and very limited information has been provided; however, should additional information be obtained to further this investigation, a supplemental report shall be submitted.

Event description:
The patient is pursuing an international product liability claim arising out of the use of the tm300 implant. It was reported that patient had sustained serious injuries including spinal fractures as a result of a road traffic accident on (B)(6) 2009. Consequently, the patient underwent spinal surgery on (B)(6) 2011 at (B)(6) hospital in the (B)(6). During this surgery, a tm300 implant was used. (B)(6) has indicated that they believe the operation was performed in a negligent manner and or that there was equipment failure.